Event description:
On (B)(6), 2012, the patient claimed his blood glucose elevated to 869 or 896 mg/dl because he was feeling ill. The patient stated that his illness caused his blood glucose to elevated from 300 to over 800 mg/dl last (B)(6). He was having symptom of vomiting and dehydration during (B)(6) day while his blood glucose was 300-400 mg/dl. Subsequently, his blood glucose elevated above 800 mg/dl on (B)(6), 2012. According to the patient, there was no animas product malfunction associated with the alleged incident. Other than the corrosion on the battery cap, the animas insulin pump was functioning accordingly. The subject pump is being replaced due to two unrelated issues, short battery life and a dim screen display, this complaint is being reported because the patient allegedly was hospitalized with blood glucose readings above 800 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.